Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since the implant of their cardiac resynchronization therapy defibrillator (crt-d), they felt as though their heart slowed down some days. Additional information was received from the clinic, which indicated the patient was experiencing left ventricular (lv) lead stimulation; the lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.